Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek in range meter. The serial number was requested but was not provided. At 10:50 am, the result was 3.20 inr. At 10:53 am, the result was 2.60 inr. At 10:54 am, the result was 2.60 inr. At 10:58 am, the result was 3.30 inr. On (B)(6) 2018, at 10:43 am, the result was 2.80 inr. At 10:50 am, the result was 3.70 inr. At an unknown time, the laboratory result was 3.42 inr. At an unknown time, the meter result was 4.00 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 294151, lot 294944) were tested in comparison with the master lots coaguchek xs pt (lot 286321-80, lot 124158-80) at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151, lot 294944) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no. Medwatch field device evaluated by MFR was updated.